Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the rectum during an endoscopic gastrointestinal dilatation procedure performed on may 27, 2024. During the procedure, on the second inflation, the inflation pressure dropped when the balloon was deflated so when the balloon was removed from the endoscope and checked, the balloon was ruptured. The customer reported that the balloon burst at 7 atm and no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the rectum during an endoscopic gastrointestinal dilatation procedure performed on (B)(6) 2024. During the procedure, on the second inflation, the inflation pressure dropped when the balloon was deflated so when the balloon was removed from the endoscope and checked, the balloon was ruptured. The customer reported that the balloon burst at 7 atm and no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection found that the balloon had a pinhole located approximately 13mm from the tip of the device which was confirmed with microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the physical damage to the balloon. Therefore, the most probable root cause is adverse event related to procedure.